Event description:
It was reported that both leads migrated. The patient reported having previous falls. As a result, surgical intervention was undertaken on 23feb2024 wherein one lead was explanted and replaced to address the issue. Effective therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.